Manufacturer narrative:
.

Event description:
It was reported that the patient had a pocket revision due to the pocket not being large enough and the device was breaking through the skin. Device was placed subpectorally. Patient still complained of some numbness and discomfort in the arm after the procedure, but the site looked good per the nurse. The patient was stable.